Event description:
This report in being filed after the subsequent review of the following journal article, gellrich, n.c. (2004). "Comparative study of locking plates in mandibular reconstruction after ablative tumor surgery: thorp versus unilock system." Journal of oral and maxillofacial surgery. 62, 186-193. EU article. A retrospective comparative study was done a university health care comparing the use of the titanium hollow reconstruction plate (thorp) titanium hollow reconstruction plate) system and unilock system both manufactured by synthes from january 1993 to december 2000. The study included 107 patients who required mandibular reconstruction due to defects caused by ablative tumor surgery. There were 57 patients with the thorp system implanted and 50 patients with the 2.4 unilock system implanted. The thorp group consisted of 44 men and 13 women. The mean age of thorp group is 58.56 years with an age range of 31 to 81 years. The unilock group consisted of 37 men and 13 women. The mean age of the unilock group is 55.50 years with an age range of 36 to 78 years. In the unilock group 52 patients experienced delayed wound healing, infection, plate exposure, plate fracture. There were 11 patients who required removal of the plating system. This is report 4 of 4 for (B)(4). This report is for an unknown unilock screw.

Manufacturer narrative:
Device used for treatment, not diagnosis. Gellrich, n.c. (2004). "Comparative study of locking plates in mandibular reconstruction after ablative tumor surgery: thorp versus unilock system." Journal of oral and maxillofacial surgery. 62, 186-193. This report is for an unknown unilock screw, unknown quantity, and unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.